Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was being implanted with an internal neurostimulator (ins). It was reported during the intra-operative procedure for a new implant (B)(4) that high impedances were occurring on all contacts. The manufacturing representative reported they removed the lead from the ins and tested for and received good motor response. They re-inserted the lead into the ins and they did not get any motor response. The representative reported impedances were tested and they had high impedances on all contacts with the lead in the ins. The representative confirmed the lead was inserted all the way into the ins. The doctor was going to try another ins. The representative called later to report the ins had been replaced with (B)(4) and they were still getting most of the values out of range, greater than 4000 ohms when testing impedances. The representative reported they attempted to run the impedances with 2vs and 300us and that prior to the call they removed ins and tested the lead and they were getting good motor response with the lead only. The representative reported they were testing for motor response on 0- and 3+ and they were getting motor response at around 6v. The representative reported they were seeing some bellow response. The representative then switched to pair 1- 3+ and was not getting response up to 7 v. They then ran impedances at 3v and 90us and was still getting impedances that were greater than 4000 ohms on all pairs. The representative reported they did not see motor response during the basic evaluation but were getting good therapy at 2.5ma. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of ins with serial number #(B)(4) revealed the set screw was backed out too far. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was evaluated.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received and it was reported that the amplitude was adjusted and pulse width still. No further complications were reported.